Manufacturer narrative:
Batch review performed on 17 december 2024. (B)(4) items manufactured and released on 13-sep-2023. Expiration date: 2028-08-27. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported events during the period of review. Additional implants revised: gmk-sphere 02.12.0006l femoral component sphere cemented size 6 l (k121416) lot. 2306590 batch review performed on 17 december 2024. (B)(4) items manufactured and released on 06-july-2023. Expiration date: 2028-06-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Root cause: the reported cause was metal allergy with no alleged device deficiency or contributing factor, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 9 months after the primary, the patient came in due to a nickel allergy. The surgeon revised all components to sensitin components and the surgery was completed successfully.